Event description:
Device complication: none. Time of complication: during the procedure. Symptoms: diplopia, numbness on the right side of the face, bilateral leg weakness, and blurred vision. It was reported that the pt underwent the carotid stenting procedure, 2005. The plan was to do the left side and later on to do the right side, but the right side was done instead. The pt stated that at the moment they felt the dye load, they developed diplopia and numbness on the right side of the face. The symptoms began to slowly resolve and the CT scan post-procedure was negative. About 2 weeks later an MRI was performed which confirmed that a stroke had occurred. The pt had bilateral leg weakness and blurred vision.